Event description:
Report of IV tubing split received. Received report from abbott international affiliate, abbott canada, which states: "the tubing split causing air to enter the tube. (The tubing split in the area where you insert the syringe). The air was cleared off just before it reached the veins of a premature baby." Add'l info was received which states: "the sales rep mentioned that the baby did not receive any air as it was noticed by the nurse who stopped it in time. He also mentioned that the nurse was rather concerned because had the air entered the line it could have resulted in cardiac shock etc. The nurse was also contacted who mentioned that the tubing was attached to a central line...the tubing was used to administer lipids and aminosyn. A "syringe driver" (some sort of pump) was used to pump fluids into the tubing. The pt lost the central line due to the incident, which had to be changed to a peripheral IV line." Further info obtained states: "the central line was discontinued due to the fact that there was air in the line. They were unable to determine if there was also some air that may have found its way further down the line, near the heart, also as not to take any chances they discontinued the central line. There were no other devices used with the minibore extension set. The nurse mentioned that there was air all the way through the minibore tubing and this is the reason for discontinuing the central line. The syringe driver used was the med infusion pump." Add'l pt info was requested, but no further info has become available.